Event description:
Additional information was received from the clinical site. It was reported that the check x-ray done on (B)(6) 2019 showed that the midline lead on the right side was at the top of the tenth thoracic vertebrae (t10), and the left paramedian lead was at the bottom of t10. The issue was considered resolved without sequelae on (B)(6) 2019. The etiology was related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caudal migration of the leads by half a segment was noted on the x-ray done on (B)(6) 2019 which was the last day of trialing and the date of the implant. It was decided not to reposition the leads cranially since previous paresthesia mapping was done in the clinic and the patient had good coverage of their pain areas. Failed back surgery syndrome (fbss), back pain with leg pain, and fusions at multiple levels in 1987 and 2017 were noted as patient medical history. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Device information references the main component of the system. Other relevant device(s) are: product ID: 977a260, lot #: va1wkt6019, ubd: 29-nov-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead ; product ID: 977a260, lot #: va1wkt6018, ubd: 29-nov-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.